Manufacturer narrative:
(B)(4). The failure mode "tube cuff not deflated" was unable to be confirmed with the photo submitted with the complaint. No other defects were observed by photo review. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Customer complaint was unable to be confirmed with by photo review. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and determine a root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "the pilot balloon was fully deflated but on removal of the tube, it was discovered that the cuff of the tube was still fully inflated. After extubation they tried several times to deflate the cuff but unable to do this."